Manufacturer narrative:
Customer is claiming false negative because on two separate occasions their daughter tested negative with the ihealth covid-19, flu a&b 3-in-1 antigen rapid test, then tested positive for flu a at the doctor's. Test taken at doctor's was not specified. No lot number information available,the manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: used two test and both on separate days ,took her to the doctor they tested and doctors test said positive. The test purchased from this site did not show a positive.